Event description:
On 4/19/2024, it was reported by a sales representative via (B)(4) that an ar-8737-38 driver shaft tip broke inside the screw when removing the screw in the middle stage of the case. The screw was left in the patient, and the revision could not be properly completed. No secondary procedure is needed and no report of any immediate issues with the patient. This was discovered during a hallux valgus revision procedure on (B)(6) 2024. Additional information was received on 5/1/2024: the surgery was an elective hardware removal and not due to any issue. The case was not properly completed due to the screws strip when the screw driver broke and they could not remove it after. They had to burr the screw down. The case was delayed 30-45 minutes with no anesthesia, only sedation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw.